Manufacturer narrative:
Per the user facility, the cross clamp was off. The perfusionist noticed the level in the reservoir was high and the arterial pump was at 0.0 l/min rather than the expected 5.5 l/min. He used the knob on the arterial pump to increase flow and then the surgeon noticed air bubbles in the arterial line at the field. The probable cause of the air bubbles was the aortic root venting during the period of no arterial flow. Retrograde cerebral perfusion was started along with circulatory arrest. The perfusionist stated that the team had electric charting, which captured that the arterial flow was 5.5 l/min at 12:19 pm and 0 l/min at 12:20 pm and 5.7 l/min at 12:21 pm. A photograph of the messages displayed in the message subtab in the auxiliary tab was taken. There were no relevant messages displayed on the central control monitor (ccm) involving the arterial roller pump around the above time period. The perfusionist stated that the roller pump did not have to be started by using the start/stop button since the display already showed 0 l/min. It appeared that the arterial roller pump was not stopped and did not require a restart. The pump appeared to be functioning appropriately, so it was used for the remainder of the case.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial roller pump was at zero liters per minute (l/min) rather than the expected flow of 5.5 l/min. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. The field service representative (fsr) reviewed the data log for the pump which showed it had been stopped for a total time of two minutes. There was no error indicated that could have shut the pump down. The event log only showed that a user must have turned the pump off. No other indicators of internal issue with the roller head. All performance/verification checks passed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.